Manufacturer narrative:
(B)(4). The jaws of the incident device had tissue between them but were not stuck shut. The knife was not damaged and extended and retracted normally when the trigger was activated. The jaws opened and close normally when the handle was activated. The IFU for this device states that if the jaws are not cleaned as instructed, eschar can build up and cause the jaws to stick to the sealed tissue. This can lead to difficulty in opening and closing the device. Keep the jaws of the instrument clean at all times and clean the instrument more often when working in a bloody field. If consistent sticking is encountered, reduce the bar setting. Do not re-use or reprocess the device as this can damage the surface of the jaws and lead to improper performance.

Event description:
The customer reported that during the procedure, the device jaws would not open. Tissue was resected on either side of the jaws in order to release the device. Another device was sued to complete the procedure without issue. There was no bleeding, no tissue damage and no patient injury.